Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box fr experienced an inability to deliver insulin/medication which was noted during use. The following information was provided by the initial reporter: a patient complains about injection problems with 4mm microfine needles the needles are clogged. She did not keep the batch number but this happens very often.